Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok button was intermittently unresponsive to presses. She denied that the pump was exposed to water; denied any physical damage to the rubber keypad; stated that the pt carries the pump on a clip attached at the waist; and stated that the ok button clicks and springs back as expected.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.